Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 400 mg/dl and customer¿s blood glucose at time of call was 89 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer reported that down button, battery compartment and back side of insulin pump had crack. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device was received with a crack in the battery tube. Also the middle (enter) keypad button is cracked. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).